Manufacturer narrative:
Block h6: device code a040601 captures the reportable event of stent buckled material. Block h11: correction to block e1: initial reporter address 1, initial reporter address 2, initial reporter city and initial reporter zip/post code.

Event description:
It was reported that a contour ureteral stent was used during a ureterolithotripsy procedure, and, during the procedure, when the device was inserted inside the patient, it was noted that the stent had wrinkles and could not be inserted any further. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a040601 captures the reportable event of stent buckled material. Upon receipt at our quality assurance laboratory, this contour stent underwent a thorough analysis. Visual analysis identified that the stent was buckled and both stent coils were torn. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors since, the positioner has to be loaded by the radiopaque tip of the positioner onto guidewire and advance until it abuts the stent. The positioner was advanced with excess force over the guidewire resulting for the stent to get buckled/accordioned, resulting to, difficulty/unable to advance the stent to the target site. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a contour ureteral stent was used during a ureterolithotripsy procedure, and, during the procedure, when the device was inserted inside the patient, it was noted that the stent had wrinkles and could not be inserted any further. The procedure was completed with another of the same device and there were no patient complications reported.

Event description:
It was reported that a contour ureteral stent was used during a ureterolithotripsy procedure, and, during the procedure, when the device was inserted inside the patient, it was noted that the stent had wrinkles and could not be inserted any further. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a040601 captures the reportable event of stent buckled material.